Event description:
Study. The patient developed a collection of fluid in the pump pocket. Cipro 500mg bid was prescribed for one additional week. A cbc, culture and sensitivity were ordered on pump pocket fluid; results were negative for abnormalities. Resolved without sequelae.